Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 24, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2024, the user reported that the sensor readings were different from glucometer measurements. The case was escalated to the next level of support for additional review, and a sensor replacement was approved due to the deviation in the system performance. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed. Testing of the returned sensor also did not reveal any malfunction of the sensor. The failure mode could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. Per case notes, the user started a new medication in early june (celebrex 100mg). Celebrex was never tested for interference but based on the chemical structure it is not anticipated to have any interference with our device. The potential root cause may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. B4. Date of this report updated to 20 sepetmber 2024. G3. Date received by the manufacturer? 18 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.